Manufacturer narrative:
Manufactures investigation conclusion: this type of event has been previously investigated. Reference document (B)(4). Complaint data is reviewed periodically per the quality data review process (qs work instruction (B)(4)). Quality data reviews are conducted on production and post production signals to evaluate specific business areas and products and ensure the effectiveness of these business areas and products including conformity to product requirements. This is done by periodic review of key performance indicators and objectives. Qdr information, as applicable, feeds into CAPA requests. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information reported that the start date of the bleeding was (B)(6) 2019 with a resolved date of (B)(6) 2019.

Manufacturer narrative:
Section b5: additional information. No further information was provided.

Manufacturer narrative:
Approximate age of device- 11 months. The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient presented to the emergency room (ER) with complaints of dark tarry stools for the past two weeks. The patient is currently on iron therapy with a reported hemoglobin (hgb) 8.8 g/dl and hematocrit 15% (hct). While in the ER, the patient¿s hgb was confirmed at 4.8. The patient was reported to be hemodynamically stable with normal lvad function and inr 3. The patient was hospitalized and transfused with unknown units of packed red blood cells (prbc). No additional information was provided.